Event description:
A pt reported two sets of blood glucose comparisons with results of "180 mg/dl" with a lifescan meter and "105 mg/dl" on a laboratory device for the first set and "224 mg/dl" with a lifescan meter and "124 mg/dl" on a laboratory device for the second set, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The calculated difference of the glucose results exceeds lifescan's criteria for accuracy thereby indicating a potential malfunction of the meter in terms of accuracy.